Event description:
The patient experienced a significant decrease of pain relief. A side port aspiration was attempted and failed. A catheter revision was scheduled for (B)(6). The pump was used to deliver prialt. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8709sc lot# n314626005, implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported no catheter was explanted, but a new catheter was put in. The patient was doing well and feeling relief with medication. It was later reported the old catheter was capped and left in. The new catheter was implanted on (B)(6) 2012 and the patency of the new catheter was verified with side port aspiration prior to close. Prialt was discontinued in the pump was used to deliver bupivacaine at 4 milligrams per day.

Manufacturer narrative:
(B)(4).